Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the thumb ring was cracked, the working length was broken, and the sheath was found torn. Additionally, the coil that goes from the side of the working length was detached and was not returned. Media analysis of the photo provided showed that the coil was not present on the working length. The reported event was confirmed. Based on all available information, it is possible that the device was broken due to complications or difficulties during the procedure. It is possible that the damage to the device could have been generated in order to remove the device from the patient. There is also a possibility that the device was connected to another device in order to generate more force to crush the calculus. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatograpy (ercp) procedure performed on (B)(6) 2023. During the procedure, the pull wire was found to be broken. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatograpy (ercp) procedure performed on november 1, 2023. During the procedure, the pull wire was found to be broken. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event.